Event description:
The following was initially reported to davol via maude event report (B)(4). Additional information has since been provided by the patient's son: in summary: it has been alleged by the patient's son that on (B)(6) 2012, the patient was implanted with a bard flat mesh during an abdominal hernia repair. It has been further alleged that the patient was readmitted to the hospital on (B)(6) 2013 with pneumonia/bleeding in the lungs and was treated with steroids and antibiotics. Allegedly the patient died on (B)(6) 2013 of diffuse alveolar hemorrhage and acute respiratory failure. The patient's son believes that this was caused by an immune reaction from the mesh implant.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. We have contacted the patient's son and have requested additional information including patient information, copies of medical records and death certificate/autopsy report. We have not been provided with any medical documentation; however the patient's son reported to davol that the doctor noted the incision had healed well and there was no inflammation at the incision site. He also reported the cause of death listed on the death certificate is diffuse alveolar hemorrhage and acute respiratory failure. As such the cause of death was not attributed to the implant of the davol device. The patient's son believes that his father had an immune reaction to the bard flat mesh, because he had an immune reaction himself when implanted with mesh (non-bard) in 2008. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all patient, event and device information davol has received to date. If additional event information is obtained, a follow up MDR will be submitted.